Event description:
On (B)(6) 2013, the nurse from the physician's office stated that, per the physician's notes, the patient presented increased seizures in (B)(6), came for clinic visit in (B)(6) for epilepsy observation, and was admitted to the hospital in (B)(6) for the treatment of the patient's increased seizures. The physician reported that the patient's increase in seizures may be due to the need for a vns battery change. Per the nurse, the physician has increased the patient's medications and is monitoring him for the next few months to see if this helps to decrease the patient's increased frequency in seizures. It was unknown what the relationship of the increase in seizures was to pre-vns baseline levels. A programming history review was performed which found the patient's interrogated settings and diagnostics from 2001-2012. Attempts were made for additional information; however, they were unsuccessful. No additional information has been provided.

Manufacturer narrative:
Corrected data: incorrect event date inadvertently listed in initial MDR.

Event description:
It was reported that the patient's generator battery is now depleted and that the patient's family has chosen no to pursue replacement at this time.